Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm if the sales rep was in the surgical procedure on (B)(6) 2018? Can you please confirm if this device is part of a clinical trial? Were there any patient consequences? When the firing knob was broken off of the device, did it fall into the patient? If yes, was it retrieved? Will it be returning with the device for analysis? If not, was it disposed of?

Event description:
It was reported that during a right hemicolectomy procedure, as the registrar moved the lever up to staple with the linear cutter, it got stuck and snapped off completely. They managed to use a clip to push it up to complete the staple line. Event outcome/how was it managed? Pushed device to move with a clip so device could be used to finish the staple line.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: can you please confirm if the sales rep was in the surgical procedure on (B)(6) 2018? No. Can you please confirm if this device is part of a clinical trial? No. Were there any patient consequences? No. When the firing knob was broken off of the device, did it fall into the patient? If yes, was it retrieved? No. Will it be returning with the device for analysis? If not, was it disposed of? No and yes it was product has been disposed of.